Manufacturer narrative:
Investigation found a leak on the unexposed portion of the soft cannula. Fluid was observed leaking from a small tear, which caused the fluid to divert away from its intended fluid path. The location of the internal tear measured 0.614" from the nail head of the soft cannula. Due to the internal leak observed, the exposed portion of the soft cannula cannot be properly leak tested to confirm the reported event. Additionally, the exposed portion of the soft cannula was observed to be kinked. Although the cannula was kinked, the timing and cause could not be determined. Cracks were observed on the top and bottom housing of the returned device. However, the cracks did not affect the functionality of the device. The adhesive pad and welds were inspected and no abnormalities were observed that could make the adhesive pad difficult to remove. Although the investigation of those components did not find any evidence of damage, the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 374 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient reported the pod was leaking during wear and there was a crack in the pod's outer shell; additionally, the pod adhesive was difficult to remove. As treatment, a new pod was applied.